Event description:
End-user reported medical attention was sought on (B)(6) 2019 around 2:30pm at the home. End-user stated that tested his blood glucose with the prodigy meter and it read 180 mg/dl. A normal result for him at that time of day is around 70mg/dl. He stated that he started sweating and felt confused, so his wife took him to the emergency room. His blood glucose was tested upon arriving at the hospital received a result of 32 mg/dl. He stated that he was not admitted to the hospital. The hospital gave him peanut butter crackers something to drink, and an IV with glucose. He had an EKG and the results were normal. The end-user stated that he only had his morning medications and 40units lantus solostar. He stated that he ate breakfast and that consisted of 2 scrambled eggs 4 pieces of bacon half a donut and coffee. He doesn't remember what his blood glucose was prior to being discharged and he was told to follow up with his primary doctor. He was treated at (B)(6): emergency room located at (B)(6) 2019. No additional information was provided.